Manufacturer narrative:
Full name of the facility is incorporated administrative agency regional medical function promotion organization kyushu hospital. This device is not sold in the u.s., but a similar device is. Upon inspection and testing, it was observed that the nozzle is clogged with foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to pinhole on distal end rubber coating (a-rubber), water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; distal end cover (c-cover) has a burn; connecting tube has a cut; adhesive on a-rubber has a chip; adhesive around light guide lens is peeled; adhesive around objective lens is peeled; and a-rubber, switch (sw) sw1, and protector of universal cord have a scratch. User¿s complaint of leakage issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair of leakage issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle is clogged with foreign material. This is attributed to failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of air/water nozzle entering into the air/water channel and causing clogging. The cause of the foreign material entering into the channel could not be further presumed since detailed information on the handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer provided information on the reprocessing of the device: the device was not cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material and when it adhered in the device was known. The device with the presence of foreign material was not used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.